Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 3.1 and 3.2 not detected on bus. The customer attempted to reboot the station and opened the back panel, the lights on those two drawers were not lit and the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 drawer controller board and pyxibus module control (pmc) board was faulty. A field service engineer found the station with main drawers 3.1 and 3.2 not detected on the bus and unable to be recovered after both soft and hard reboots. Opened the back panel and found no power to the module and both drawer controller boards. Replaced all three boards and reseated connections. Rebooted the station; drawer reconfiguration was successful, and the customer tested drawer inventory with good results. The system functioned as intended after the field service engineer repaired the device.